Event description:
Pulmonetic systems, inc. Received the following report from a rep: event occurred in the patient's home. Reported event description: when nurse tried to turn the unit on, the unit alarmed inop. The nurse was unable to shut the alarm off. They attempted to reset the vent to stop the alarm. This was unsuccessful. The nurse contacted facility and reported the vent is current under a pillow (to muffle the alarm) and operating on internal battery. Once the battery is depleted they will return the vent to facility.